Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy0379 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that the 5fr double lumen PICC introducer peel away gray part started to shred or buckle in the patient's skin. Nurse had to drop a separate introducer kit to complete the procedure. No other information was provided.